Event description:
The subsidiary field service representative (fsr) reported that during field service installation of the device, the compressor sometimes would not start. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00351. The subsidiary field service representative (fsr) turned on the ice circuit breaker for first time. After five minutes, the ice compressor did not run. The fsr removed the pressure switch board to check four fuses (160ma) on compressor delay board. They were good. Then the fsr reinstalled the fuses and board, pressed the circuit breaker switch, the ice compressor worked immediately.